Event description:
It was reported that the customer passed away of natural causes. The customer was found by her fiance', and she was wearing the insulin pump. The insulin pump was beeping and the reservoir was empty when she was found. The caller also shared that the customer was often running out of insulin because she needed two vials of insulin, but (B)(6) would only allow her to have one vial. The customer would sometimes go eight to ten days without insulin due to the (B)(6) restrictions. The customer's next of kin agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Upon receipt, fluid was noted in the bag that contained the units which suggested leakage must have occurred. The source of the fluid was visually observed at the connection of the blue winged cap and the luer body. The winged cap was visually noted to be adequately fastened to the luer body (the cap was not over-tightened or under-tightened). No other source of leakage was found. A leak test was performed on the units by refilling them with green color water. After fill, the units were allowed to completely prime then the blue winged cap was securely fastened to the luer body (the cap was not over-tightened or under-tightened). Thereafter, the units were being monitored for 7 days for signs of leak. However, after 7 days of monitoring period, no signs of leak were observed. A batch review has been conducted which revealed product met all the acceptance criteria for release. (B)(4).

Event description:
The customer reported 3 leaking intermate units to baxter (B)(4); the leak appeared to be from the winged luer cap. The unit was filled with pamidronate 90mg in 250ml nacl 0.9%. The problem was noted prior to product use and there was no reported patient injury or medical intervention. This is report is for one of the three reports.

Manufacturer narrative:
The sample has been received by baxter, but the evaluation has not yet been completed. (B)(4).